Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient the device failed the power up self-test with "defib test failed" and "sync test failed" messages. Complainant indicated that the device was shut off/on and then was powered on successfully. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.